Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files of the date of the incident (28.06.2021) were analyzed. The pump was turned on at 08:46am. After the space line was selected, the parameters of a vtbi therapy (vtbi 149ml and time 30 minutes) were set at 08:47am. The infusion was started. An air bubble alarm and five "too few drops" alarm occurred until 09:17am. Every alarm was confirmed by user and the therapy was started again. After the last "too few drops" alarm a tube change was performed on the pump at 09:17am. The space line was selected at 09:23am. A new vtbi-therapy was set (vtbi 558ml and time 2h) and the infusion was started at 09:24am with a flow rate of 279 ml/h. Two "no drops" alarm occurred directly after start at 09:24am. The alarm "too few drops" occurred at 11:20am. At 11:21am the standby-mode was activated. 538ml were infused until this moment. A tube change was performed at 11:26am and the space line was selected again at 11:28am. At 11:29 a flow rate of 568ml/h and a time of 2h were set. The therapy was started at 11:30am. The infusion was stopped at 12:30am by a "too few drops alarm". At this moment 1095.91ml were infused. A tube change was performed on the pump at 12:41 and the pump was turned off. A visual inspection and a function test were performed on the pump. All cover caps and the production seal were present and undamaged. No damages were found. Upon visual inspection the outside of the pump appeared to be in a good working condition (normal sings of tear and some spots of dirt). During function test the device passed the self-test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The delivery accuracy of the pump was checked (rate 100ml/h). The delivery accuracy (+0.40%) was within specification (+-5%) (according to en iso 60601-2-24). The downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check of the service manual from the bkc service portal. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values were within our specification. The pump was disassembled. No damages were found in the pump. The complaint is not confirmed. No technical malfunctions were found during test. During the day of the incident no technical malfunctions occurred during the therapy. The delivery accuracy of the pump was checked and within specification.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "overinfusion." According to customer: "nurse started infusion and put 2 hour time to infusion timer. After 1,5 hour the infusion was completed. They checked programming and no calculation error was made." "